Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had e error codes at least once a week, the down button was harder to press, there were crack on lower right corner of the screen and another on upper right corner of insulin pump, insulin pump had lost time and date settings, takes longer to rewind, insulin pump battery life was diminished down to a week or less and backlight sometimes went dim even when battery did not low. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.